Manufacturer narrative:
Correction to b3 date of event. Event date was also corrected within b5 describe event or problem. A2: age at time of event: 63 years old at the time of study enrollment.

Event description:
Eminent clinical study. The subject was enrolled in the eminent study on 11-sep-2018 and the index procedure was performed on the same day. Target lesion was located in right mid superficial femoral artery (sfa) with 100% stenosis and was 35 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 4.4 mm and was classified as a tasc ii a lesion. Target lesion was treated with pre-dilatation, followed by placement of a 6 mm x 120 mm study stent. Following by post dilation, resulting into 0% residual stenosis. On 11-sep-2018, the subject was discharged with antiplatelet therapy. On 12-oct-2022, 1492 days post index procedure, the subject presented to the clinic with further declining ar and currently less of 25 mts. During protocol scheduled 48th month follow up visit, doppler ultrasound examination performed revealed, 50-99% of in-stent stenosis in the right and psv ratio was 3.8. Based on the symptoms and diagnostic findings, the subject was diagnosed with in-stent re-stenosis right sfa. Upon consultation the subject was recommended to undergo interventional procedure as a treatment for the event, on a later date. On 07-dec-2022, additional core lab angiography performed at right mid to distal sfa showed outflow was not patent and inflow details was na. Isr stenosis pattern was edge prox with the absence of thrombus and aneurysm. On 07-dec-2022, 1548 days post index procedure, 70% stenosis in right mid sfa with 40 mm lesion length and reference vessel diameter of 5 mm was treated with percutaneous transluminal angioplasty (pta) using 5 mm x 80 mm balloon in the sfa and popliteal artery. Post procedure, showed no complications, no thrombus was seen resulting in residual stenosis of 15%.

Manufacturer narrative:
Age at time of event: 63 years old at the time of study enrollment.

Event description:
Eminent clinical study: the subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in right mid superficial femoral artery (sfa) with 100% stenosis and was 35 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 4.4 mm and was classified as a tasc ii a lesion. Target lesion was treated with pre-dilatation, followed by placement of a 6 mm x 120 mm study stent. Following by post dilation, resulting into 0% residual stenosis. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2022, 1518 days post index procedure, the subject presented to the clinic with further declining ar and currently less of 25 mts. During protocol scheduled 48th month follow up visit, doppler ultrasound examination performed revealed, 50-99% of in-stent stenosis in the right and psv ratio was 3.8. Based on the symptoms and diagnostic findings, the subject was diagnosed with in-stent re-stenosis right sfa. Upon consultation the subject was recommended to undergo interventional procedure as a treatment for the event, on a later date. On (B)(6) 2022, additional core lab angiography performed at right mid to distal sfa showed outflow was not patent and inflow details was na. Isr stenosis pattern was edge prox with the absence of thrombus and aneurysm. On (B)(6) 2022, 1548 days post index procedure, 70% stenosis in right mid sfa with 40 mm lesion length and reference vessel diameter of 5 mm was treated with percutaneous transluminal angioplasty (pta) using 5 mm x 80 mm balloon in the sfa and popliteal artery. Post procedure, showed no complications, no thrombus was seen resulting in residual stenosis of 15%.

Event description:
Eminent clinical study. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in right mid superficial femoral artery (sfa) with 100% stenosis and was 35 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 4.4 mm and was classified as a tasc ii a lesion. Target lesion was treated with pre-dilatation, followed by placement of a 6 mm x 120 mm study stent. Following by post dilation, resulting into 0% residual stenosis. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2022, 1492 days post index procedure, the subject presented to the clinic with further declining ar and currently less of 25 mts. During protocol scheduled 48th month follow up visit, doppler ultrasound examination performed revealed, 50-99% of in-stent stenosis in the right and psv ratio was 3.8. Based on the symptoms and diagnostic findings, the subject was diagnosed with in-stent re-stenosis right sfa. Upon consultation the subject was recommended to undergo interventional procedure as a treatment for the event, on a later date. On (B)(6) 2022, additional core lab angiography performed at right mid to distal sfa showed outflow was not patent and inflow details was na. Isr stenosis pattern was edge prox with the absence of thrombus and aneurysm. On (B)(6) 2022, 1548 days post index procedure, 70% stenosis in right mid sfa with 40 mm lesion length and reference vessel diameter of 5 mm was treated with percutaneous transluminal angioplasty (pta) using 5 mm x 80 mm balloon in the sfa and popliteal artery. Post procedure, showed no complications, no thrombus was seen resulting in residual stenosis of 15%.

Manufacturer narrative:
Correction to e1 initial reporter country. A2: age at time of event: 63 years old at the time of study enrollment.